Manufacturer narrative:
The report of an overinfusion of heparin was neither confirmed nor replicated. The event description stated that an infusion unexpectedly changed from 16.4ml/hr to 75ml/hr. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows that heparin was initially infusing on unit a and then was later programmed to infuse a basic infusion at 75ml/hr. After the basic infusion was programmed on unit a, heparin was then programmed on unit b. The pcu event log does not show any of the programmed heparin infusions changing rates unexpectedly. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of heparin was not identified.

Event description:
It was reported that an IV fluid infusion, which was running at 75ml/hr, was removed from IV pump module and heparin drip was hung to run at 16.4ml/hr. While still in patient's room, the rn noticed that the infusion rate unexpectedly changed from 16.4ml/hr to 75ml/hr. The rn corrected the infusion rate back to 16.4ml/hr. It was also reported that same event occurred the next day, wherein the infusion rate had an unexpected change in rate from 16.4ml/hr to 75ml/hr, but it was not caught until 1 hour after. Additional blood test was ordered for the patient but the results were within normal range. Although requested, no further information was provided.